Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned after being used in the procedure. The delivery system with the crimped valve was inserted all the way through the sheath. Procedural imagery was provided by the site for review and revealed tortuosity and calcification to be present. Visual inspection revealed the valve was protruding from the sheath shaft to where the liner ends, the sheath tip was torn, and the sheath tip was not opened properly. Due to the nature of the complaint functional and dimensional testing was unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint event. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for sheath shaft resistance with delivery system and sheath distal tip torn were confirmed based on visual inspection of return device. Investigation of the device, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. Evaluation of the device revealed that score lines were present on the sheath distal tip.  Despite this, the sheath tip did not open properly and tore. Tearing of the sheath distal tip may be caused by factors related to design/manufacturing of the sheath (e.g. Location of tip score lines, depth of tip score lines). These factors may lead to improper expansion of the sheath distal tip during delivery system insertion, which then likely resulted in the resistance observed at the end of the sheath and subsequent tip tear. However, a definitive root cause is unable to be determined at this time. The complaints for sheath distal tip torn and sheath shaft resistance with delivery system were confirmed based on the returned devices. No manufacturing non-conformances were identified during evaluation. A definitive root cause was unable to determined. However, potential factors related to device design/manufacturing may have contributed to the failure mode. A preliminary risk assessment was previously initiated to investigate the failure mode and assess associated risks. No defects were identified, and no corrective or preventative action is required

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, a 26 mm sapien 3 valve in the aortic position via transfemoral approach would not advance out of the sheath. Resistance was felt at the tip of the sheath as the valve was about to exit. The delivery system was inserted all the way to the tip, the valve did not exit the sheath, and despite applied push force was "hung up on the radiopaque marker." The devices were removed and a new sheath, delivery system, and 26 mm sapien 3 valve were prepped. The valve was successfully implanted. No patient injuries were reported. Per pre-deco evaluation, a sheath distal tip torn was observed.